Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion tube broke away from the connector during use. The patient woke up and had a blood glucose level of 18.0 mmol/l (324 mg/dl). The infusion set was replaced and requested for evaluation.